Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm occurred with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer performed a supply change to resolve both issues and resumed insulin therapy succesfully.